Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead and right atrial (ra) lead exhibited unspecified issues and issues with calcification previously. The leads remain in use. No patient complications have been reported as a result of this event.